Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 92980-81, was returned and analyzed. Visual inspection showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was torn and leaking. In conclusion, the reported issue of hemostatic valve leaking has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath valve had leaked. The sheath was replaced and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.